Manufacturer narrative:
(B)(4). D10: 42522100816, articular surface medial congruent (mc) right, 67040202. Unknown, tibial component, unknown lot. 42557000114, stem extension tapered cemented 14 mm diameter, 67174806. H6: proposed component code: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a primary knee surgery. Subsequently about 6 months later, they had a revision due to extension laxity. The surgical technique was utilized; there was no surgical delay or foreign bodies retained. Attempts have been made and no further information has been provided.